Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips spitted (ejected), but did not fall into the pt. A new clip applier was used to complete the case. There was no consequence to the pt.